Manufacturer narrative:
It was reported that there was an endoleak observed along with the inadequate sealing and the loss of seal was caused by migration of the valiant navion it was reported intervention was performed on (B)(6) 2021 where an esbf3614c103ej device was implanted from a position where the proximal height was aligned with the previously implanted endurant cuff , non-medtronic stents were then implanted in both limbs to complete the procedure. Since the renal function was poor and a CT angiography could not be taken, the endoleak type could not be determined. However, from the stent shape and ultrasound findings, it seemed that it was the type 1b / type 3 endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii cuff and valiant navion stent graft were implanted in the patient for the emergency treatment evar of a ruptured abdominal aortic aneurysm. It was reported the internal iliac artery (iia) on both sides were short and there was a part on the terminal aorta that could be landed, it was decided to implant the endurant cuff proximally and the valiant navion was implanted distally. CT taken approx. 5 months post procedure, showed the navion had deviated from the sealing zone. Per the physician, the emergency procedure was urgent and this was in the scope of what could be expected. The cause of the event per the physician was anatomy, the length of the landing was reportedly anatomically shallow no additional clinical sequalae were reported and the patient will be monitored.